Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012, 4076-45 lead ,implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high/undefined impedances. The lead remains in use. No patient complications have been reported as a result of this event.